Event description:
The facility reports the shower obair was in the shower when the castor broke and the chair tipped. The caregiver tried to hold the chair. The floor was wet, and her leg slipped on the floor. The caregiver suffered a sore leg.